Event description:
Pt had a mammogram done in 2005. When the tech was removing her left breast, underneath the machine, her tendon and scapula were torn due to the pressure of the machine. Pt will have surgery.